Event description:
Aoprox 11 months post-op, pt was experiencing pain and loss of function. A revision surgery was necessary in 2003 to remove parts of the implant. Revision surgery revealed two pieces of the device one lodged in soft tissue and one made worn a groove into the bone. Both pieces were retrieved, the bone was smoothed out and small tear was repaired with suture. The retrieved pieces were not returned for eval. This device is used for treatment.